Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found a leak around the differential mixing chamber. The fse replaced the diff mixing chamber, which repaired the leak and the failing latron controls. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported the coulter lh 750 hematology analyzer latron controls were failing. While troubleshooting the field service engineer (fse) found a leak. The volume of the leak was about 2 ml and was contained within the instrument. The fse was wearing personal protective equipment (ppe). There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.